Event description:
It was reported that there were high pacing thresholds on both leads. The leads and the ICD were removed from service. The ICD was removed for 'normal battery depletion' and subsequently tested out of specification during MFR's analysis. No pt complications have been reported as a result of this event.

Manufacturer narrative:
This info was received from a competitor. All data pertinent to the event is provided. Evaluation summary: baa016233v, no anomalies found; partial lead in segments received for analysis. Pjn237992v, no anomalies found; full lead analyzed. Pjp229431s, actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.